Manufacturer narrative:
The customer performed 6041 daily maintenance procedure on architect isr51592. The analyzer was in maintenance status and the customer opened the processing cover to remove the maintenance bottles from the reagent carousel prior to the software displaying the instruction box to remove the bottles. During the requested site visit, the abbott service representative discovered the processing center cover sensors were disabled by the customer, which allowed access to the processing center during the maintenance procedure without stopping the automated procedure in progress. The service representative corrected the processing cover sensors in addition to replacing the bent sample probe. A review of the architect (B)(6) service history identified no contributing factors on or around the date of the complaint. The monthly product monitoring review for the architect i2000sr platform, revealed no systemic issues or trends associated with probe injuries. Furthermore, no trends for the probe (list number 08c94-42) were identified during a 12-month period review. The architect system operations manual adequately addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The manual also cautions the user that maintenance procedures should be performed by trained operators due to moving parts that may cause personal injury. The injury was determined to be caused by a use error and was not a malfunction of the sample probe or the analyzer. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the sample probe, list number 08c94-42.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional employee information provided by the customer.

Event description:
The customer reported that a nonpregnant female employee while performing daily maintenance on the architect analyzer was scratched on the right hand. When opening the door to remove the bottles the analyzer arm moved colliding with her hand causing a scratch and bending the needle. There is no open wound and no bleeding occurred. The employee washed the scratch and then received 7 emtricitabine and tenofovir disoproxil fumarate tablets to take one per day. There was no additional adverse impact to the employee reported.